Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 28-34mm x 2.5-3.00mm, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified coronary artery. A 32 x 2.50 rebel bms stent was selected for treatment. However, during preparation it was noted that the proximal of the stent itself was fractured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable.